Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 71 mg/dl. Customer was trying to suspend the pump and received the error. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.